Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 other text : device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level (43-44 mg/dl), cause was unknown. The customer consumed carbohydrates to address the bg. The customer reverted to an alternate method in insulin therapy.